Event description:
Information received indicated that the power cord was badly damaged with exposed wires showing.

Manufacturer narrative:
Technician found that the power cord was badly damaged with exposed wires showing. Repaired by removing old power cord and installing a new power cord to resolve this issue.